Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the run/safe etching was worn off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the run/safe etching was worn off of the universal handswitch. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The comment was confirmed. The run/safe label on the handswitch being worn was likely a result of the cleaning process. The handswitch is not a repairable device and will not be returned to the user facility.